Event description:
It has been reported that the threaded guide pin for the lag screw was drilled into the femoral head and the threaded tip broke off, retrieving the guide pin from the joint space was not successful.